Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 c-ring arms were mangled when removing from packaging. Unit was not used on the patient. No damage to the inner or outer packaging. A second kit was opened to complete the procedure without any incidents.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production : (3331/213/67 ) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar-2020 through feb-2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 03/23/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed on the c-ring. The plastic tube of the c-ring was observed to be bent approximately at the center. The tube was also disconnected from the body of the c-ring. No other visual defects were observed. An investigation was conducted on 04/05/2022. Signs of clinical use and no evidence of blood was observed. The c-ring was observed to be intact, however the scope wash tube was observed to be detached and melted from the base of the c-ring. The scope wash tube was also observed to be bent at approximately at the center of the scope wash tube. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break- cannula" as well as the analyzed failure "material twisted/bent" is was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.